Event description:
Reports has had many instances of high pressure alarms when trying to start infusion in past weeks. Reports happened 3 times in last shipment dated (B)(6) 2018. Cadd cassette 100ml w/flowstop lot # 3667032.